Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was placed in antibiotics for unknown reason. Additional information was received indicating that the antibiotics administered to the patient were for an unrelated open wound on the leg and were not associated with the device. The patient underwent an implantable pulse generator (ipg) replacement procedure due to inadequate charging. The patient was doing well postoperatively, and the explanted device was not returned in accordance with facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was placed in antibiotics for unknown reason.